Manufacturer narrative:
Section h10: (h3) the evaluation of the revision based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. (D11) concomitant devices: (cn: 02-012-45-2020, sn: (B)(6)) logic tibial fit tray cemented size 2f/2t. (Cn: 02-012-60-1080, sn: (B)(6)) logic stem ext 10mmx80mm. (Cn: 02-012-60-1080, sn: (B)(6)) logic stem ext 10mmx80mm. (Cn: 02-012-65, 2025, sn: (B)(6)) logic cc tibial insert size 2, 25mm.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 02-012-45-2020, sn: (B)(4)) logic tibial fit tray cemented size 2f/2t. (Cn: 02-012-60-1080, sn: (B)(4)) logic stem ext 10mmx80mm. (Cn: 02-012-60-1080, sn: (B)(4)) logic stem ext 10mmx80mm. (Cn: 02-012-65, 2025, sn: (B)(4)) logic cc tibial insert size 2, 25mm.

Event description:
As reported, this female patient has a charcot knee (neuropathic arthropathy) which is a disorder that causes progressive degeneration of a weight bearing joint including bony destruction, resorption, and deformity due to loss of sensation. Had multiple total knee surgeries over the course of her life. She developed an infection in her right knee, as well as fractured her tibia. Due to her disease and the fracture, the stem broke at the taper junction at the tibial implant. The female patient arrived at dr. (B)(6) clinic 3 months prior after a revision of a total knee, to an exactech optetrak cck, with a swollen knee. Due to having a charcot knee joint she is unable to feel pain and continued to walk on with a fractured tibia, as such she developed an infection and broke her implant at the tibial stem taper junction. Patient was last known to be in stable condition following the event. Devices are not returning. The patient was infected, and all implants were removed, an antibiotic spacer was implanted. This event took place due the charcot joint, infection and overall poor bone quality. These factors attributed to the tibial stem breaking, not a manufacturing error, or surgical error during the revision. The patient has a charcot joint of the knee, as such she has no feeling in the joint space, degeneration of the joint space and awkward weight bearing gate. Patient was last known to be in stable condition following the event.